Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient saw their managing physician who saw that the battery was low. The patient reported that they called the manufacturer and were told that the battery was dead by the level. In order to resolve the edema/swelling and fluids not moving through bladder the same way they had replaced water pills. The patient reported that the pills were accidently not taken during swelling. They also noted that they noticed the interstim regulates fluids moving through.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported the device was turned off because they ran tests and did a lower extremity x-ray, and it was turned back on, the computer was at 0.8 v, the patient felt stimulation, and it had been 6 years since implant. The patient had serious edema, their left leg was swelling up, and tried to keep going if that¿s going to help. It was noted it was not helping and not working at night. Fluids were moving slower through their body and not moving through the bladder the same way. The ins was showing low battery at 1/5 left. It was noted the healthcare provider (hcp) was aware of the low battery and trouble with fluid in leg. The hcp put the machine at 0.8 v and said to leave it there. Since then, fluid had been breaking through and the patient had incontinence in the morning. The patient had not increased. No further complications were reported/anticipated.